Manufacturer narrative:
The heater-cooler device 16-02-80 is not distributed in the USA, but is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and found that the mixer rotor was difficult to turn and did not run when the device was powered on. During testing, an electrical burn smell was noticed, and inspection of the distribution board identified a burned resistor. The mixer rotor and distribution board were replaced and subsequent functional verification testing did not identify further issues. The unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information relevant to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code during maintenance. There was no patient involvement.